Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0357694. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii" closed IV catheter system leaked from the tube and joint during the saline flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to hospital on (B)(6) 2021 due to vomiting for 4 hours and was diagnosed with sepsis and acute gastritis. As instructed by the doctor, the patient underwent indwelling needle puncture. When the syringe with normal saline was used to flush the tube, leakage was found at the junction between the transparent tube of the indwelling needle and the yellow joint, so the needle was replaced in time and there was no adverse effect"